Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by resuming insulin and was experiencing frequent occlusion issues, prompting a transfer to technical support for further assistance.